Event description:
Pt tested on the suspect device with an inr result of 4.0. A retest was 3.1 inr. The lab inr was 2.7. Controls were in range. The device was replaced and requested to be returned for eval.